Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture and a blade detachment occurred. The 90% stenosed lesion was located in the moderately tortuous and non calcified front arm arteriovenous fistula (avf). The flextome 4.00mmx 1.5cm balloon was advanced to the lesion and inflated 2 times. The first inflation was 6 atms for 1 minute and the second inflation was at 8-10 atms for 1 minute. The lesion was post-dilated with a sterling 5x20mm balloon. After the cutting balloon was withdrawn, a rupture was observed, and a part of a blade was detached. The detached blade damaged another MFR's introducer sheath and remained inside the sheath. The procedure was completed. No pt injuries or complications were reported. The pt's status is reported as "good".